Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized for 2 - 3 weeks (specific dates and duration not reported), due to meningitis and has since recovered. The following information was received regarding the episode of meningitis: etiology of deafness - mondini malformation. Cerebrospinal fluid leak occurred during cochlear implant surgery and was successfully managed intraoperatively. The patient received pre implantation immunization. There was no previous history of meningitis. No other medical history reported. Organism cultured from cerebrospinal fluid - haemophilus influenzae. The patient received perioperative antibiotics. The implanted device remains.